Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received a shock and was hospitalized. Additionally, a code 1004 indicative of short circuit was observed during device interrogation. Subsequently, the device was explanted and replaced. The right ventricular (rv) lead was abandoned due to issues with the procedure, but the physician did not elaborate. A new rv lead was implanted. No additional adverse patient effects were reported. The device will return for analysis, but the rv lead will not since it remains implanted but electronically deactivated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received a shock and was hospitalized. Additionally, a code 1004 indicative of short circuit was observed during device interrogation. Subsequently, the device was explanted and replaced. The right ventricular (rv) lead was abandoned due to issues with the procedure, but the physician did not elaborate. No additional adverse patient effects were reported. The device will return for analysis, but the rv lead will not since it remains implanted but electronically deactivated.